Manufacturer narrative:
Additional information: b6 should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported the patient was not hospitalized for the event. The same day as event onset, the patient was treated with cloxacillin (1gm, intraperitoneal, frequency and duration were not reported) and fortum (1gm, intraperitoneal, frequency and duration were not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Action pd therapy was not reported. No additional information is available.